Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and determined multiple hardware malfunctioned. The fse replaced the ise (ion selective electrode) buffer valve and buffer syringe to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported intermittent erroneous low ise (ion selective electrode) patient results generated for sodium (na), potassium (k) and chloride (cl) generated on one (1) patient sample involving the au480 clinical chemistry analyzer. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data example for one (1) patient sample.